Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states pump powered down without alerting her. No adverse event was reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.